Event description:
It was reported the procedure was being performed on a (B)(6) male patient, (B)(6) in the picu. During femoral line insertion, the guide wire (green sheath) is very easily fatigued and the inner wire breaks and bends easily. As a result, another guide wire was used successfully. There was a delay in treatment with no patient harm and no patient death or complications reported. Follow up information states this occurred twice. The wire didn't break, it kinked and fatigued. It couldn't be straightened and could not be reused. The (B)(6) was oaky and was discharged. (B)(6).

Manufacturer narrative:
(B)(4). The device will not be returned.